Event description:
A talent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology at the time of implant was not reported and the distal thoracic aorta was 36-37 mm in diameter. At 5.5 months post implant there was a distal type 1 endoleak seen which was attributed to an enlarging distal landing zone of the thoracic aorta (see MFR 2953200-2009-00845). A talent 46x44 stent graft was placed and deployed at the level of the celiac artery in an attempt to resolve the endoleak; however, that did not resolve the endoleak. The ivus showed the stent graft was not apposing against the vessel wall due to the disease aorta. The decision was made to coil embolize at a later date. No additional information was provided.

Event description:
It was reported that the patient has a distal type I endoleak. The thoracic aneurysm currently measures 57 mm in diameter. The patient was treated with a 40x40x100 and a 34x34x100. The physician built backwards with the 34 first and then the 40. Covered the sma and celiac and put another manufacturer¿s peripheral stents into both vessels to remain patent. There was a pre-operative dissection that had nothing to do with what the physician did or the previously implanted stent grafts. The patient was treated for the pre-operative dissection to begin with and this was again disease progression. Disease progression and loss of distal seal caused the endoleak. The endoleak has resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (endoleak), conclusions: (dilated and diseased thoracic aorta).